Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures alarm (variable 9) confirmed in the device history due to software error. Device received with minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, faded serial number label, cracked retainer, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failure error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.